Manufacturer narrative:
The full lead in segments was returned, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead was returned and subsequently tested out of specification. Follow up revealed the entire cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to infection. The system was replaced approximately two months later. No further patient complications have been reported as a result of this event.